Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an unspecified malfunction alarm occurred. Furthermore, it was reported that the cartridge o-ring was missing and that an o-ring was on the pneumatic tap. Customer¿s blood glucose level ranged from 128-330 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.